Manufacturer narrative:
The associated complaint device was returned and evaluated. Damage observed on the articular surface of the legion ps high flex insert may have been caused by third-body particulate such as bone chips and/or bone cement or during the removal of the implant. The damage seen on the posterior side of the insert may have been caused by third body particulate being stuck between the insert and baseplate or during the removal of the implant. The wear presented as horizontal lines on the anterior lock detail indicates that the insert was seated prior to disassociation. No material or manufacturing deviations were observed during the lab analysis. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal any material or manufacturing deviations that could have caused or contributed to the reported incident. There are no supporting clinical documents provided for review. The patient impact beyond the revision surgery cannot be concluded as there is no report of the patient¿s current condition or how the procedure was tolerated. No further clinical assessment is warranted. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported a revision surgery to replace a poly insert as consequence of implant dislodgement. A 11 mm insert was explanted and a 13 mm insert was implanted instead.